Event description:
While trying to use the device during a uteroscopic stone extraction procedure, the following problems were encountered: (1) basket and sheath crimped while trying to pass it through the scope, (2) the basket would not open, and (3) the physician attempted to adjust the basket so it would open, resulting in the basket continuing not to open with the addition of being unable to retract the basket tip back into the sheath.